Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and the sensor was requested back for further investigation. Upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure, due to excessive force applied by the removal clamps. This did not affect the functional testing of the sensor as the majority of the hydrogel was intact. A review of the in-vivo sensor data revealed optical instability which most likely contributed to the inaccuracies observed. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 26 august 2025. G3. Date received by the manufacturer? 26 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.